Event description:
It was further reported that the patient was discharged five days after presenting for the index procedure, not three days from presenting for the index procedure as originally reported. It was also further reported that the patient was discharged six days after presenting in (B)(6) 2012, and then passed eleven days from discharge, correcting the original report which states that the patient was discharged ten days from presenting and expired seven days from being discharged.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-01102, 2134265-2012-01103 and 2134265-2012-01104. (B)(4) clinical study. It was reported that post a stenting treatment procedure, patient death occurred. Prior to the index procedure between (B)(6) 2006 and (B)(6) 2009, the patient received a 3.0x12mm taxus liberte stent in the ostial left circumflex (lcx) artery, a 3.0x12mm taxus liberte stent in the proximal left anterior descending (lad) artery and a 4.0x23mm promus stent in the saphenous vein graft (svg) to the obtuse marginal (om) branch. The 90% stenosed and 6.0mm long target lesion was located in the svg to the mid lad with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x24mm taxus liberte stent and a 3.00x8mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged three days later on aspirin and prasugrel. (B)(6) 2012, the patient presented due to dyspnea and was diagnosed with decompensated congestive heart failure. The patient was discharged ten days later and expired seven days after being discharged due to decompensated congestive heart failure.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).